Event description:
This device case, reported by a consumer, who contacted the co to report a product complaint, concerns a pt. The pt medical history included diabetes mellitus type ii, and it was unk if the pt was receiving concomitant medication. The pt was taking an unspecified type of human insulin 20u twice daily for treatment of diabetes mellitus type ii beginning in 2004. The pt's family member changed the needle on the pt's humapen ergo burgundy-clear device ms8930, lot 0309a03, and applied the pt's. First few doses of unspecified type of human insulin via the pen without difficulty. Six days later, the pt began adminstering the unspecified type of human insulin themselves via the humapen. The pt administered their evening dose of the unspecified type of human insluiin and went to sleep. The next morning, the pt experienced hyperglycemia, and did not feel well. The pt's glucose level was 330. The pt associated the increased blood glucose level to a new glucose meter. The pt went to the hosp on the same day, and the pt's glucose level at the hosp was 530. The pt was stabilized using unk medications, and was sent home from the hosp on the same day. The hyperglycemia resolved the same day, and it was unk if the pt continued to not feel well. The pt's physician noted that the screw inside the pen was not working well, and the pen was only administering a very well small drop of the unspecified type of human insulin. The pt noted that the humapen was very hard to inject. The unspecified human insulin treatment was continued, and the use of the humapen ergo pen, lot 0309a03, was discontinued. It was unk if the pt continued to use a humapen for admistration of the unspecified human insulin treatment. The operators of the device were the pt and the pt 's family member. Training status was unk. Ths humapen ergo complaint is associated with cid 272463. It was noted that the device will not be returned to the co. Since the device is not being returned, evaluation of the product for a malfunction is not possible. The following month: added further reporter and pt info, edited event status on suspect device page, edited humapen type, changed huampen status from unk if the pen was returned to humapen will not be returned, updated narrative. Update the following month associated device with events. Upgraded device events of hyperglycemia and malaise to serious of required intervention. Update 8 days later: received info via product complaint follow up query notification on 5 days ago: added device lss conclusion, updated suspect device pages, narrative, and cioms comments; closed case.